Manufacturer narrative:
(B)(4). Vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 75 hours of extended tests at the customer's settings. The ac adapter was removed, and the ventilator went into reset cycle 9 minutes after removing the power supply. Bench testing revealed a malfunctioning battery was creating the non-conformance. The ventilator not being able to be shut down properly while a reset condition is active is part of normal operation. Vyaire replaced the battery to address the reported issue.

Event description:
It was reported to vyaire that the ventilator is not shutting off properly, they claim the battery only last 10 minutes and shuts off. There was no report of any patient involvement associated with this reported event.